Event description:
Note: atrial undersensed beats / at-af on presenting egm during mode switch. Undersensing at/af signals may at times possibly trigger at/af device classified termination of at/af event in progress thus under reporting at/af burden (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).